Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the broken cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose reached >250mg/dl while wearing the pod between 24 and 36 hours. After realizing the pod was leaking, the patient removed the pod. Upon removal, the patient found the pod's cannula had stayed inserted in the infusion site (arm). Treatment information was not provided.